Manufacturer narrative:
It was reported that the syringe plunger was "sticking" and "does not move smoothly." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was received for evaluation. Visual and functional testing was unable to reproduce or confirm the reported problem/issue. Tested samples worked as intended and syringe plungers moved easily during use testing. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe plunger was "sticking" and "does not move smoothly."